Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake and did not wear a mask. The patient was not hospitalized for the peritonitis event. The day after onset, the patient started treatment with intravenous (IV) vancomycin injection (1 gram stat dose and repeat every 5th day, duration not reported) and IV piperacillin + tazobactam injection (4.5 grams twice daily for fourteen days) for peritonitis. On an unreported date, the patient discontinued dianeal therapy and pd catheter was removed. At the time of this report, the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.